Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that his insulin pump just quit working on him. Customer stated that the insulin pump alarmed motor error, e70 and failed battery test. Nothing further was reported.

Manufacturer narrative:
The insulin pump power up properly after battery installation, no blank display anomaly noted. However, unit failed displacement test with units remaining on the status screen. Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unit had cracked case at display window corners and scratched display window. Unable to verify failed battery test or e70 alarm due to displacement test anomaly.